Event description:
It was reported the customer had a battery out limit alarm on their insulin pump. The customer stated their insulin pump was not working due to their alarm. Customer's blood glucose was 191 mg/dl. The customer also stated the alarm occurred during normal use. Customer also stated they did not receive insulin for a period of time due to the alarm. Customer was advised they will be sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.